Event description:
It was reported that during a breast biopys error code l3-009 was received. The probe was changed and the error code was still received. There case was completed without patient consequence.